Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section section d9, h3, and to provide the completed investigation results. This report is now not reportable based on the investigation of the returned sample. One tr band and packaging label were returned to terumo medical corporation for evaluation. The sample was subject to visual analysis. There are no damage or deformities on the band or balloons. There is 0ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the band or balloon assembly. The sample was subject to additional leak testing. Approximately 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours the air was removed from the band and 15ml of air was left in the balloon assembly. The sample passed manual leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no damage or foreign matter was found. The complaint cannot be confirmed for air leakage issues because the returned sample did not leak during testing and no damage or foreign matter was found in the check valve. The exact root cause cannot be determined. It is unlikely the alleged issue is a manufacturing issue. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: n/a a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: materials the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band was deflating on its own and it would not stay inflated. There was no blood loss. Additional information was received on 23apr2024: the procedure performed was a left heart catheterization. There was 10ml ml's of air injected into the tr band when it was applied. There were no other devices used in the access site. The tr band was noted to be losing air immediately after inflation. Initially 15ml was added then down to when they have flash and add 2ml. Hemostasis was achieved by using a second tr band. The patient was stable.